Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, ipg, implanted: (B)(6) 2009. H601h35, heart ring, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to high impedance and fracture. The right ventricular (rv) lead was capped and replaced due to oversensing. No patient complications have been reported as a result of this event.